Event description:
A pump declared an altitude alarm, which led to the suspension of insulin. The customer's blood glucose level at the time of the event was between 54-500 mg/dl. Technical support instructed the customer to clean the speaker holes and reconnect the cartridge, after which insulin was successfully resumed within five minutes. No recurrence of the alarm was reported, and the pump resumed normal operation. Technical support also provided tips for preventing future altitude alarms.